Event description:
Per the audiologist, it was reported that the patient experienced skin overgrowth, resulting in the decision to undergo a revision surgery on (B)(6) 2021, in order to convert the patient to a transcutaneous osia implant system. During the procedure, the abutment was removed and an implant was placed on the internal fixture.